Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with insulin pump and manual injection. Customer¿s blood glucose was 288mg/dl at time of incident and current blood glucose was 314mg/dl. Customer alleged for insulin pump possible insulin under delivery. Customer also reports that they had air bubbles in tubing which was of was about two inches above the reservoir and another one about 2 inches and a third one about 3 inches but air bubbles are removed successfully. Customer also reports that they had alarm for no delivery and at that time blood glucose was below 500mg/dl. Customers stated that alarm occurred during manual prime. Customer passed the high pressure test. Insulin pump will not be return for analysis.